Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a low blood glucose (bg) level. The customer did not provide any further information. Although multiple attempts were made to request additional information, the customer did not reply to the requests.